Event description:
The customer called to report that the pump had a "no power" message. The customer changed the batteries and still was getting the "no power" message. It was indicated that the customer has been off the pump since february after being hospitalized at that time for dka.